Manufacturer narrative:
Investigation results indicate that the concomitant device 5407120970c, sn (B)(4) had corrosion and debris on the bearing which potentially caused the bur to break.

Event description:
It was reported that during a acdf (anterior cervical discectomy and fusion) procedure, the bur broke inside the attachment. It was also reported that there was no delay or adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
Awaiting device evaluation. A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a acdf (anterior cervical discectomy and fusion) procedure, the bur broke inside the attachment. It was also reported that there was no delay or adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.